Manufacturer narrative:
Interrogation of the pump at the time of return determined it was programmed to deliver hydromorphone (7.5mg/ml at 0.0461mg/day). - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. - eval code-method 4114 no longer applies. Eval code-result 3221 no longer applies. Eval code-conclusion 67 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient noticed the pump was alarming on (B)(6) 2018, but did not go into until she had withdrawal symptoms. No environmental, external, or patient factors were reported to have caused this issue. The emergency department gave her oral pain medications to tie her over until her replacement surgery on (B)(6) 2018. The pump was stalled. The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
H3 - analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or rotor. H6 - eval code-method 4118 no longer applies. Eval code-result 3233 no longer applies. Eval code-conclusion 11 no longer applies. If information is provided in the future, a supplemental report will be issued.